Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector had leakage. The following information was provided by the initial reporter: the bd maxplus pressure rated extension set was leaking when attached to veinous catheter. No harm.

Manufacturer narrative:
Samples received in the packaging labeled for bd (B)(4) was a sample labeled for bd (B)(4) and a sample of product 2426-0500, lot 22123002 inside the packaging. Those samples did not match the reported product for this complaint. The customer complaint of leakage from product number mp5303-c could not be confirmed. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.